Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software needs to be reloaded. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.